Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging the pump was broken. No further information was provided and troubleshooting was not completed. Several unsuccessful attempts to contact the patient were made. No health event was reported. This complaint is being reported because a device issue was reported.